Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: treatment of hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed a hematoma in her left breast at six weeks post implantation. As a result, the device was removed from the patient and the hematoma was treated. The device was re-implanted in the patient after treating the hematoma. Mentor breast prostheses are single use devices and re-implantation is against the IFU. Additionally, the patient developed baker grade iii capsular contracture in her left breast post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.